Event description:
The hosp reported that during preparation for a coronary artery bypass procedure using the heartstring iii device, the tip of the aortic cutter was bent. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that the safety was locked and the actuation button were not depressed. The needle was bent. Based upon the evaluation results, the reported complaint was confirmed for the bent needle. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).